Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "downstream occlusion sensor" which was not reproduced. The symptom was confirmed as downstream occlusion alarms found through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream shim was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump had a downstream occlusion sensor issue that was clarified during evaluation as a constant downstream occlusion alarm. It was also reported there was no patient involvement.